Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultrasmart was having power issues. The medical affairs specialist (mas) called and spoke with the pt's spouse two days lalter, who provided additional information. The pt was on a cruise ship when she experienced a power (battery/battery contact) issue. The pt's spouse informed the mas that this was a "fairly new meter, which she has used maybe 3-4 times prior to the failure". In 2005, the pt was feeling nauseous and was not sure if this was due to being on a cruise ship or due to high blood glucose. She attempted to test on the subject meter, but was unable to test her blood glucose. She checked the battery compartment and it seemed like the "battery had leaked into the compartment" and was corroded. She took her set amount of insulin (novolog) and then went to the ship's infirmary, where her blood glucose results was 321 mg/dl. She was not given any treatment by the ship's medical staff. Prior to the incident, she did not have trouble testing, and therefore the meter did not contribute to her developing high blood glucose levels. A replacement meter was sent to the lay user/patient.